Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 305211 and lot number 9297845. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and three photos were provided for evaluation by our quality team. The sample came with the plastic shield, but with no packaging blister. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. The sample was then inspected with a 30x microscope. It was possible to observe that the filter is not completely adhered to the inner wall of the needle hub. The separation is about the size of a pinhole. The photos show the inner part of a needle hub where the filter is. They show what appears to be the joint of the filter and the inner wall of the needle hub. From the photos, it is not clear to observe the symptom reported by the customer. It could be possible for this defect to occur if there was a manufacturing process variation at the vendor. The sample will be sent to the vendor for further analysis. Based on the investigation with the sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd blunt fill needle with filter experienced needle hub hole/crack/damage. The following information was provided by the initial reporter: during design verification filtration efficiency testing, one sample failed the test, exceeding our acceptance criteria. Root cause analysis has been opened and this defective transfer filter needle has shown a defect: a region of the filter rim was detached from the needle hub and beads of 50 m diameter were observable on the hub side. This sample has made a fail in our design verification acceptance criteria (filtration efficiency). 300 samples were part of the testing, one fails and has, therefore, this defect. 3d laser microscopy analysis was performed. The dimensions of the defective rim region were approximately 865 m in length of the detached section with an apparent gap width of approximately 115 m at the widest part of the gap.